Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 20 months later, the patient suffered teminal heart failure and died. Death was classified as sudden cardiac death. The investigator assessed the event as not related to the device or the anti-platelet medication. The sponsor assessed the event as not related to the anti-platelet medication and possibly related to the device.